Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured in sterilization processing department. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records for item# 42517400710 lot# 62696869 & receiving inspection report item# 42517450710 lot# 80612996, 80617375 were reviewed for deviations and / or anomalies with no deviations / anomalies identified reference CAPA 429 verified item lot combination and reviewed manufacturing date as tasp lot 62696869 exhibits signs of repeated use (nicked or gouged) the dovetail feature is compressed & is fractured on the medial side of post, all pieces returned. A complaint history search will not be performed as this device is within the scope of the CAPA 429 design update. Medical records were not provided. Complaint confirmed. CAPA 429 investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue -CAPA 429 was previously initiated to further evaluate the reported event.

Event description:
No further event information available at the time of this report.